Event description:
Patient presented to the physician with a hematoma at the ipg pocket and edema from the ipg pocket and the path of the stimulation lead. Physician prescribed antibiotics. This resolved the issue.